Event description:
In surgical laser equipment the laser was not able to delivery the energy. Unaware of pt involvement.

Manufacturer narrative:
Resonator replaced and laser system reconducted to full functionality. After optical eval of original component, o.c. And other optical component has been changed. Cause of the failure: contamination of the lenses and mirrors. After the repair the resonator has been tested for performance. It has been restored to full functionality.